Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left asymmetry.manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction surgery with a 325cc mentor smooth round spectrum on both sides and experienced right side capsular contracture; baker grade unknown, and left side significant asymmetry. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503501bc; serial number (B)(4) on the right side, and with catalog number 3502751bc; serial number (B)(4) on the left side on (B)(6) 2019. This medwatch report is for the patient¿s left-sided device.